Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (1539 mcg/ml at 299.8 mcg/day), bupivacaine (20 mg/ml at 3.897 mg/day) and morphine (3 mg/ml at 0.5845 mg/day) via an implantable infusion pump. It was reported that the pump was uncomfortable in the patient's abdomen. It was surgically moved to the patient's buttock. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.